Manufacturer narrative:
Additional information in b5 and b6 . B5: additional information was received that the patient will be discharged a day after from the date of receipt (reported as tomorrow). At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy fluid. The breach in aseptic technique was described as due to unsterile procedure. On an unknown date, the patient was hospitalized and was treated with fortum injection (250mg, route, frequency and duration not reported), vancomycin injection (1g, once every 3 days, route and duration not reported), amikacin injection (100mg, route, frequency and duration not reported) and heparin injection (1000 units, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.